Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a failure of the system, it happened before used on patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the manufacturing evaluation shows that there were issues during the manufacture of the product that would contribute to this complaint condition. The involved dimension is out of tolerance. Root cause: the root cause cannot exactly be determined. Non-conformance report for precise investigation created. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.